Event description:
Surgery [surgery] pseudoseptic reaction [inflammation]. Spontaneous report received on 20-may-2010 from a physician, via a market reserach survey, regarding a patient whose initials and age were unknown. The patient was injected with an unspecified number of synvisc injections by another physician. The patient had a pseudoseptic reaction three to four years prior to this report. This physician was brought in to "fix the problem with surgery. After surgery the patient was fine. The physician could not provide any specific information about the patient, and no further information could be obtained. Additional information was received on 24-may-2010 in the form of a qa investigation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated genzyme will continue to monitor complaints.